Event description:
It was reported that pt had generator explanted due to infection at generator site. Cultures were taken at site and confirmed infection. Antibiotics were prescribed. Pt was reimplanted.